Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported following an ipg explant procedure on (B)(6) 2017, (reference MFR. Report#: 1627487-2017-07815) the patient's ipg was to be replaced. However, during the procedure, the physician noticed wound issues at the previous ipg site and decided to abandon the procedure. No new ipg was implanted.